Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc needle disengagement difficult (B)(6) 2025 when a nurse was administering an intravenous drip to a patient, she found that the steel cannula was difficult to remove and immediately replaced it. The patient was not affected.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4323621): 1)the products of this batch were assembled at intima ii auto line 4 in nov 2024, and packaged at r240 package line in nov 2024. Batch size is (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample is taken for needle core removal force test, and the test result is within the product specifications, please refer to the attachment for the test report. 4. The IFU of the product indicates that before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample has not been returned, the relevant testing cannot be carried out, the root cause of the needle core withdrawal difficulties cannot be determined. The plant will continue to monitor such defects.